Manufacturer narrative:
The device is not available for evaluation; however, a lot number was provided. A device history lot number review is pending.

Event description:
The event involved a plum set where it was reported paclitaxel leaked out of 0.2-micron filter that was in use for minutes. The product was not reprocessed or re-sterilized prior to use. There was no specific physical damaged noted on the set. There was no critical delay, but the patient lost drug in the line, and the staff member had to wear personal protective equipment (ppe) to prevent exposure when changing the line. The patient was exposed to paclitaxel on her skin. The spill was contained to the "bluey" under her arm, so no spill kit was required. The set was replaced and therapy resumed without any problem. There was patient involvement and delay in treatment but no harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.